Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, upon clipping cystic duct, when surgeon introduced clip applier into the patient, 2 small fragments of metal was noticed in the patient's cavity. The surgeon had lost sight of the pieces of metal and these were not retrieved.